Manufacturer narrative:
(B)(4). Per the customer, the device is available for eval. However, the device has not yet been received by baxter. Should the device or add'l info become available, a f/u medwatch will be submitted.

Event description:
The facility reported to baxter that an intermate lv250 device was found with a broken luer lock. Therefore, the sterile fluid pathway was breached. This condition was discovered before filling the device. There was no pt injury or medical intervention necessary as this event did not occur during pt use. No add'l info is available.